Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a distributor regarding a patient who received [drug, concentration] at [dose, frequency] in an implantable pump for an unknown indication for use. Prior to pump implant on (B)(6) 2018, only 10ml of sterile water could be aspirated. An attempt was made to inject drug into the septum, but only 8ml could be injected. The connection between the syringe and needle was checked. Further drug injection was attempted after rotating the needle without resolution. The decision was made not to implant the pump and a back-up pump was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a manufacturer representative. The patient's age, weight, and sex was unavailable. The pump was not returned yet but would be returned for analysis. This information had been confirmed with the physician/account. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was previously reported that the pump was delivering "[drug, concentration] at [dose, frequency]" via the pump. Further information provided indicated that the pump contained water with a concentration of 1,000 mcg/ml at 6.5 mcg/ml.

Manufacturer narrative:
Analysis of the pump found no anomalies. If information is provided in the future, a supplemental report will be issued.